Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device. The investigation concluded that chronic high atrial sensing rates can impact battery longevity over time. The device is designed to utilize additional required processing functions while sensing high atrial rates, such as for patients with chronic atrial fibrillation, which can increase the power consumption. The device can be reprogrammed to no longer sense the high atrial rate and thereby limiting the impacts of the high atrial rate on the device power consumption.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely. During the pre-discharge check after the device was implanted, the estimated longevity was 8.0 years. However during the follow-up check approximately two weeks later, the estimated longevity was 6.5 years and the battery consumption was at 116%. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data determined this device is exhibiting an increase in power consumption due to high rate atrial sensing. The average sensed atrial rate was 293 ppm. This increase in power consumption can impact battery longevity. Additionally, the device has minute ventilation (mv), signal artifact monitor (sam), and automatic capture (ac) enabled which can also consume additional battery power and impact longevity. The data revealed that programming changes had already been initiated to reduce power consumption. No adverse patient effects were reported. This device remains implanted and in service.